Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the outer cover on the bd micro fine plus¿ insulin pen needle was loose and jeopardized the sterility. As reported by the customer, translated from japanese to english, "the outer cover was loose."

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the outer cover on the bd micro fine plus¿ insulin pen needle was loose and jeopardized the sterility. As reported by the customer, translated from japanese to english, "the outer cover was loose."